Manufacturer narrative:
11/09/2015 04:56 pm (gmt-5:00) added by (B)(4): based on the investigation the root cause cannot be determined. There was no product returned, or relevant pictures provided to inspect. By procedure, all kits connections are inspected visually.

Event description:
The line coming off the manifold came out of the pack severly kinked and when they straightened it out a crack was formed. The line was replaced prior to case.

Manufacturer narrative:
(B)(4) 2015 05:28 pm (gmt-4:00) added by (B)(4)): a supplemental will be forwarded when more information become available.

Event description:
The line coming off the manifold came out of the pack severly kinked and when they straightened it out a crack was formed. The line was replaced prior to case.